Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for microbes as follows. This device had been reprocessed using an olympus automated endoscope reprocessor model etd4 (not available in the USA) with peracetic acid. The user facility reported that this device was reprocessed according to the instruction manual. There was no report of patient infection associated with this report. 1st time: - 1 cfu/endoscope (enterococcus faecium). 2nd time: - 1 cfu/endoscope (enterobacter cloacae). - 1 cfu/endoscope (enterobacter kobei). - 2 cfu/endoscope (staphylococcus capitis).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent this device to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, this device tested positive for microbes as follows. Therefore, it didn't clear the french guideline. - suction channel: 18 cfu/100ml (shigella, brevundimonas vesicularis, pseudomonas stutzeri) the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus (B)(4) sent this device again to a third party laboratory for additional microbiological testing. As a result of additional microbiological testing, the following results were obtained. Therefore, it cleared the french guideline. Total channel: 3 cfu/100ml (bacillus spp.). Instrument channel: no microbe. Suction channel: no microbe. Air/water channel : 8 cfu/100ml (bacillus spp.). Auxiliary water channel: no microbe. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.